Event description:
As reported by a distributor, based on a report from their customer, the end user hospital, air bubbles have been visualized and injected when utilizing the 4-valve manifold in the cath lab convenience kit. Namic/va contacted the end user hospital directly, and they have indicated that no adverse event or patient injury has occurred. A sample will be returned for evaluation.

Manufacturer narrative:
The device used in the reported incident was not returned by the customer. Instead, an unopened, unused convenience kit from the reported lot was returned. Visual inspection did not note any damage to the manifold or kit contents. The manifold was leak tested per specification and performed properly. Additional bench testing was conducted by performing multiple aspirations and injections through the manifold in conjunction with the other kit components. This testing was performed with both saline and contrast media. No air bubbles were observed during this testing. The reported failure mode was unable to be duplicated during the testing with the returned, unused, product. Without receiving the actual device used during the reported event, the root cause of the event is unable to be determined. A device history review was performed on the reported lot number and it was confirmed that all products met material assembly and performance specifications. A review of the march 2008 glens falls complaint report for the manifold product family noted no trends for the failure mode of "air bubbles." The directions for use packaged with the reported device states the following: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur. Examine product carefully for entrapped air and fully debubble prior to injection."